Manufacturer narrative:
Patient weight and patient gender unavailable from the site. The manufacturer representative went to the site to test the navigation system. They were unable to confirm the reported issue because when they went to the site the system was working properly. A system checkout was performed and the system is working as intended. The software investigation found that they were unable to determine the probable cause without further information since the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was unable to track the patient or instrument during a case. After further investigation it was found that the emitter was cracked. The manufacturer representative (rep) was able to test the system and it tracked without issues. Navigation was aborted causing less than an hour delay. No impact on patient outcome.